Event description:
It was reported that during an esophagectomy procedure, the partial incision was not stapled completely. No staples were found in this part of the tissue. Hand sewing was added to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.